Event description:
In 2005, the clinician implanted two gore tag enprosthesis devices for the treatment of an aortic dissection. A 28mm x 15cm device was implanted proximally and a 31mm x 15cm device was implanted distally. The clinician detected severe angulation of the aortic arch with some compression of the aorta. Three days later, proximal infolding of the proximal device was detected. The clinician ballooned the proximal portion of the device but was unsuccessful is correcting the infold. A third 28mm x 10cm device was implanted proximally. Third implant occluded the subclavian artery and successfully corrected the infolding of the 28mm x 15mm device. After being released from the operating room to the recovery room, the pt suffered a stroke and died. The cause of death was a midbrain infarction. The devicewas not explanted postmortem.